Event description:
The manufacturer received information regarding a dreamstation auto CPAP device. The patient has passed away. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has passed away. The manufacturer was made aware of this complaint through a representative of the customer. There was no report of medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: patient outcome code grid, evaluation method code, evaluation results code and conclusion code grid has been updated. Box b: adverse event/product problem has been updated.